Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was revealed that the patient's pacemaker had inappropriately changed polarities due to increased capture threshold. The patient's pacemaker displayed inaccurate diagnostic data due to this issue. No intervention was performed. There were no patient consequences.